Event description:
It was reported that there was a hole in the patient¿s left eye posterior capsule, the doctor placed a 1-piece zcb00 intraocular lens in the bag and the bag split. The cartridge tip and the intraocular lens (iol) contacted the patient eye. The lens was removed and a non-johnson & johnson 3-piece iol was implanted successfully as the replacement. Patient was reported to be happy with the outcome. Visual acuity pre-operative: 20/100 and visual acuity post-operative: 20/60 -2. There were no medical/surgical interventions required and no delay was reported. No further information was provided.

Manufacturer narrative:
Patient weight and ethnicity: unknown/no information. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. The device has not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Patient weight and ethnicity: unknown/no information. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. The device has not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a hole in the patient¿s left eye posterior capsule, the doctor placed a 1-piece zcb00 intraocular lens in the bag and the bag split. The cartridge tip and the intraocular lens (iol) contacted the patient eye. The lens was removed and a non-johnson & johnson 3-piece iol was implanted successfully as the replacement. Patient was reported to be happy with the outcome. Visual acuity pre-operative: 20/100 and visual acuity post-operative: 20/60 -2. There were no medical/surgical interventions required and no delay was reported. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer: yes. Section d9: date returned to manufacturer: (B)(6) 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received inside the specimen cup. Visual inspection under magnification revealed that the lens was returned cut in half consistent with a lens handled during removal and replacement. Based on the return condition of the lens no further evaluation could be performed. No defects similar to or could have contributed to the complaint issue were observed. The complaint issue could not be confirmed, and no product deficiency could be identified all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.